Event description:
During an asset maintenance check with no complaint received from the customer, the device forceps platform forceps base found to be not watertight . No patient involvement , no user injury reported due to the event.

Manufacturer narrative:
Device evaluation found the watertightness of the forceps base is not maintained (forceps platform not watertight). Furthermore, the following defects were identified during device inspection: adhesive on a-rubber has a chip. Scratch noted on connecting tube, switch box, forceps elevator knob ,up/down knob, right/left knob control unit, scope connector noted damaged. Due to wear of angle wire, the play of u/d knob is out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to a dent on distal end, water tightness is lost. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.